Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to dislodgement, possibly caused by twiddlers syndrome.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. During the inspection, abrasion marks were found between 40.5cm and 42cm distal to the is-1 connector pin. Based on the characteristics of these marks, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. It is reasonable to assume that the reported dislodgement was caused by constant friction against another lead. However, diagnostic images clarifying this assumption were not available. Damages such as a bent distal end, most likely resulted from the extraction procedure due to tensile stress. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.